Manufacturer narrative:
The lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Concomitant medical products: 407458 lead, implanted (B)(6) 2004; 680r26 ring, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected. It was noted that the right atrial (ra) lead exhibited high thresholds and impedance. The ipg was explanted and replaced. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.